Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant operation, the helix was unable to be retracted from the ventricular lead. The lead was replaced and functioned properly. The patient was asymptomatic and experienced no consequences.